Event description:
It was reported by a medtronic representative that after closing the pocket, during a procedure, it was discovered that the right atrial (ra) lead had become dislodged. The pocket was reopened and the lead was repositioned and remains in use. During a post op interrogation of the device it was found that the right atrial (ra) lead had high impedance levels, with no capture or sensing. Fluoroscopic images showed the pin sitting correctly in header. Pocket was opened again and the ra lead tested within normal values using an analyzer. The implantable pulse generator (ipg) was inspected and found that even though screw had been tightened, the lead was not secure in the header. The set screw was unable to be engaged for adjustment, and another set screw was not able to be placed. The device was removed and a new ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary-the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated the set screw was found in the connector bore. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).